Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a female patient (age not reported) coincident with extraneal viaflex and physioneal, unspecified product therapies. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency and lot number not reported) and physioneal, unspecified product (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Approximately one year ago, the patient developed sterile peritonitis. The outcome for the event of sterile peritonitis was not reported. The action taken with extraneal viaflex and physioneal were not reported. Medical history and concomitant medications were not reported. The physician did not provide an opinion of causality for the event of sterile peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.